Event description:
It has been reported to philips that the x- ray generator was not functioning. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x- ray generator was not functioning. Up on functional testing, fse found that the system was structed at the booting screen. To resolve the issue, fse reseated the network cable of the sib and suite pc. After operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.